Event description:
It was reported multiple intermittent cartridge change errors occurred. Customer's blood glucose reached 220 mg/dl. Customer reverted to manual injections fro alternate insulin therapy.